Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 617 mg/dl and a high ketone level that was not identified as dangerous by healthcare provider. Cause was not known. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.